Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Were x-rays taken to locate the needle piece(s)? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Was there any additional tissue damage as a result of searching for the needle piece? What was the size of the needle used? What was the size of the needle that broke off into the patient? Was more than half the needle retained in the patient? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during a spinal procedure on an unknown date, suture was used. It was reported that the needle broke. It is unknown where the needle broke.there were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for needle resistance testing and they met the requirements. According to the sample conditions, no performance - breakage needle were found.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: 1. What was the name of the procedure? Spinal fusion 2. Did a piece of the needle fall into the patient? Yes if yes, was the needle piece removed, and how? Yes, removed with needle driver. 3. Were x-rays taken to locate the needle piece(s)? No 4. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? No 5. Was there any additional tissue damage as a result of searching for the needle piece? No 6. What was the size of the needle used? CT-1 7. What was the size of the needle that broke off into the patient? CT-1 8. Was more than half the needle retained in the patient? No 9. What is the lot number? Lc6542.